Manufacturer narrative:
H3: the inner diameter (ID) of the sl 10 microcatheter was found to be 0.0165¿ (per an online source) per axium prime coil instructions for use (IFU): ¿axium prime detachable coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿-0.017¿ with two marker bands.¿ therefore, the sl 10 micro catheter was found to be compatible for use with the axium prime coil. The axium prime coil pushwire returned without the introducer sheath. The axium prime coil pushwire was found to be kinked at ~42.2cm and bent at ~43.2cm from proximal end. The implant coil was found to be broken with the detach element intact. Under the microscope, the coin was found to be located against the lumen stop, and the shield coil was found to be present. All other subassemblies appeared to be normal and no other anomalies were observed. The implant coil could not be used for resistance testing with the returned sl-10 micro catheter due to the implant coils damaged condition. No other anomalies were found. No damages were found with the sl-10 micro catheter hub. The distal tip was found to be punctured at the proximal end of distal marker band. The sl-10 micro catheter was flushed, water and implant coil exited from the distal tip. The axium prime coil was found to be stretched and damaged. The sl-10 micro catheter was then tested with an in-house axium prime coil (model: apb-4-12-hx lot: a281069). The in-house axium prime coil was hydrated and inserted into the sl-10 hub and passed through the distal tip lumen without issue. No other anomalies were found. The sl-10 micro catheter will be returned to the manufacturer. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium prime coil could not be used for resistance testing with the returned sl-10 micro catheter due to the implant coils damaged condition. In addition, no issues were encountered during resistance testing of the sl-10 with an in-house axium prime coil. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. Based on the device analysis and reported information, the customer¿s report of ¿premature detachment¿ could not be confirmed as the coil was found to be broken and not detached. It is likely that the coil detachment occurred during the attempt to push/pull the coil through the micro catheter against the reported resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil stuck in the distal end of the microcatheter and during removal coil prematurely detached inside the microcatheter. The patient was undergoing coiling treatment for a small ruptured saccular aneurysm located in anterior communicating artery. There were no reports of patient injury in association with this event.